Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was not reported. On the same day as onset, the patient was hospitalized for the event and was discharged twelve days later. The patient was treated with vancomycin injection (1gm once in 4 days) and amikacin injection (125mg, once a day) and twelve days later, the patient recovered from the event and antibiotic treatment was stopped. Pd therapy was ongoing. No additional information is available.